Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during the pvi isolation in the left atrium, a drop in the arterial pressure was noticed. The physician stopped the ablation and through echography of the heart noticed that some fluid (blood) was present in the pericardium and therefore, it was concluded that a tamponade took place during the procedure. The blood was removed from the pericardium but after an hour the blood was still coming out of the wound and into the pericardium. At that point, it was decided to transport the patient to a facility in where the heart-intervention division is present. The surgery was delayed 60 minutes due to the reported event. The procedure was terminated when the event occurred. The procedure was not successfully completed. The patient¿s clinical outcome was still unclear. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 02-mar-2022. The patient is a 62-year-old male patient (101kg). The physician¿s opinion on the cause of this adverse event was that it was procedure related. The intervention provided was open heart surgery. There was a hole in the location where the catheter displayed the described impedance increase. A suture was performed in order to close the hole. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. Due to recovery from the open-heart surgery, patient needed further hospitalization. A transesophageal echocardiography (tee) was performed before the ablation procedure. The generator used in the procedure was a stockert ep-shuttle. The visitag module parameters for stability were ablation index with no additional filter. The color options used was ¿other¿. The transseptal puncture was performed with an abbot brk 1-xs needle. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting was 7ml / min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Therefore, field d10. Concomitant medical products and therapy dates, section a. Patient information, field h6. Health effect - impact code, field b2. Is hospitalization initial/prolonged and field b6. Tests/lab data including dates were updated. In addition, the physician information was provided. Therefore, section e. Initial reporter was updated. E1. Initial reporter phone: (B)(6). The investigation was completed on 02-mar-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30648225l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).